Event description:
The lesion was reported to be an eccentric stenosis, with heavy calcification and mild tortousity at the distal rca. When the guide wire was attempted to cross the lesion, strong resistance was felt. An attempt was made to remove the guide wire from the lesion because it was thought that the guide wire crossed at a false lumen or a side branch lumen. The guide wire was then found to be loose. The coil and the guide wire tip remained at the lesion. Another co's guide wire was used to cross, and this guide wire crossed through the same lesion. The physician found out that the guidant guide wire had initially crossed through the true lumen. An attempt was made to deliver another co's dilation balloon catheter, but the attempt was unsuccessful.